Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an episiotomy procedure on (B)(6) 2013 and suture was used. The needle and suture were separated when the surgeon opened the package. Another like device was used to complete the procedure with no adverse patient consequences reported.

Manufacturer narrative:
(B)(4): the actual sample was returned for evaluation. The thread pulled out clearly from the needle bore hole. The needle attachment area shows several instrument marks, which indicates that the needle was handled there. Grasping at the attachment end could cause deforming and as result the detachment.